Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Troubleshooting was performed and the insulin pump still alarmed with insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and rewind however, device failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarms due to prime/seating anomaly.